Event description:
It was reported that the patient received several shocks. The review of the egms revealed inappropriate therapy for atrial fibrillation and rapid ventricular response. Intermittent noise was also observed. Noise did not contribute to the inappropriate shocks. The physician opted to reprogram the device and continue monitoring the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.